Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported there was low drug level in the patient's 40 ml pump. It was reported the patient got a notice from the pump that it was low, and the patient was one day past due for a refill. The patient wanted to know how long before the pump would run out, or how much remains in the pump at a low level. Patient symptoms were not reported.